Event description:
It was reported that during insertion in the ICU, the tip of the dilator became damaged. As a result, a new kit was opened and used without issue. An email confirmed that no injury was cause to the patient as a result of the damaged tip. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).